Event description:
It was reported that there was a connection issue between the female connector of a peritoneal dialysis (pd) transfer set and the minicap which resulted in an iodine leak. The minicap and female connector of the transfer set would not fit tightly together. This occurred during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification identified a damaged female connector. Functional testing including clear passage and clamp function testing were performed and no issues were noted. Functional leak testing failed due to a leak beneath the returned minicap and an in lab minicap indicating damage to the female connector of the transfer set was present. The reported condition was verified. The cause of the condition was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.